Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a company representative. The patient was receiving dilaudid (concentration 10 mg/ml, dose 1.94 mg/day) via an implantable pump. The event date was (B)(6). The patient stated that she wasn't feeling well and that she had her pump refilled the day before, she was throwing up and in pain. She mentioned that during her pump refill the doctor said he didn't get the anticipated amount of drug out of the pump, she was worried that her medication from the pump had run out before it was supposed to. The patient also stated that she had been having problems with multiple incidents of vomiting and diarrhea with unknown cause, doctors had run several test on her to try to figure out why she was having repeated bouts with vomiting and diarrhea but they couldn't find anything. She was now seeing a gastrointestinal specialist. The company representative told the patient he would go to the doctor¿s office to look at her pump reports to see. The company representative was not able to make it to the doctor¿s office on that day so he asked his partner to go there and talk to them about this patient. The company representative found out th at the patient had not told the doctor about her problems since the pump refill. The doctor felt that the patient was likely having withdrawal symptoms due to the fact that he didn't get out much drug from the pump reservoir during the pump refill. He felt the drug would catch up by end of day and that the patient would start to feel better. He was just going to keep a watch on patient and future pump refills. On (B)(6) the patient checked into emergency room with symptoms: sleepy, slow breathing, slow to respond and was admitted. The pump was turned down to minimum rate. The doctor mentioned that the patient takes a lot of other oral medications, but the company representative did not know what they were. He also mentioned that she had a lot of other issues going on with her liver, kidneys and gi tract. There was nothing known that may have led or contributed to the issue. Diagnostic/troubleshooting performed included the company representative reading the logs and the doctor turning down the pump to minimum rate mode. At the time of this report, it was unknown as to whether the issue was resolved, patient status was ¿alive ¿ with injury¿, the injury was described as patient checking into the emergency room and getting admitted to the hospital with symptoms of slow to respond, sleepy and slow breathing. Surgical intervention did not occur and was not planned. A programming session data report was provided and showed that as of the lats change on (B)(6) the pump was delivering 0.064 mg/day (minimum rate). The estimated elective replacement indicator was 25m. The logs also showed (88/89) bolus denied for intl (lockout interval) 89 that corresponded to a successful pa request indicated by an 88 on (B)(6) 14:19, (B)(6) 19:12, (B)(6) 00:58, (B)(6) 17:43. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported that they ended up in a hospital and had a stroke. The doctor said the patient had a stroke so their pump gave them too much medicine. The patient reported that they were not sure if it was a stroke and that the doctors said that the pump gave the patient too much and the patient doesn¿t know how to say that because of the stroke. The patient reported that they gave them 3 things of narcone, to try to pull them out of it. The patient reported that they had an injury to their brain because of the situation. The patient reported they can't remember anything anymore because of the brain injury. The patient reported that they went through therapy to get their memory back. The doctor told the patient that they received too much medication from the pump and the healthcare professional (hcp) knew there was a problem with it. The patient inquired about a former recall. The hcp thought this recall for the diamond like carbon coating design change explained what happened to the pump. The hcp turned the medication down as far as they could turn it down. They stopped all medications except for two, and the patient was instructed to not to take anything else. The hcp believed that they shouldn't do anything at the moment because the patient needed to recover from what had happened. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that in (B)(6) 2017, the pump was empty. The patient was not sure why pump was empty. When the hcp put the drug back in, the hcp did not decrease the drug amount and the patient overdosed, which caused a stroke. Due to the stroke, she was having problems reading, doing math, forgot words, and took 3 months to learn to walk. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported that on june 24, 2017, the patient¿s mental status changed and they experienced extreme lethargy. During this time, the patient slept for approximately 24 hours and would open their eyes when spoken to, but was otherwise not interactive or responsive. On (B)(6)2017, the patient was hospitalized out at (B)(4)during their hospitalization, it was discovered that their synchromed ii device had malfunctioned and delivered an overdose of dilaudid, causing multiorgan failure, including shocked liver, acute kidney injury, non-st-elevation myocardial infarction, and acute frontal stroke. The hospital consulted with the hcp, who suggested that the device be turned off. The hospital also consulted with manufacture representative, who interrogated the device and turned it off. On (B)(6) 2017, the patient was discharged following treatment for the above mentioned injuries. In or about (B)(6)2018, the patient underwent surgery to remove and replace their defective and malfunctioning synchromed ii device. The patient had suffered damages, including pain and suffering, mental anxiety and anguish, and medical bills in amounts to be proven at trial.

Manufacturer narrative:
Additional information received determined that the information previously reported in manufacturer report # 3007566237-2019-00768 [ overinfusion/stroke] now applies to this event. Additional information regarding these events will continue to be reported under this manufacturer report, which pertains to the following information: [withdrawal symptoms, admitted, narcan] if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2019-may-15. It was reported that there was no information about what might have caused the over-delivery of medication or how it was diagnosed. There was no documentation on when the stroke and over-delivery of medication were first noticed, and it was unknown whether they were noticed before or during pump explant. No further actions were noted and the only previous interventions were the implant of a stiumlation device in (B)(6)2018. The pump replacement was due to normal end of life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report due to the legal status of this event. A follow-up report will be submitted if analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date was updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.